Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter denied any damages to the pump or the battery cap. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/06/2017 with the following findings: a review of the black box did not find any unexplained power interruptions. Visual inspection revealed that the battery cap and battery compartment were intact with no evidence of physical damage. The battery cap contacts were found with be within required specifications. The battery cap secured properly to the pump and the pump powered on normally. The pump successfully completed rewind, load, and prime steps and a 24-hour duration test with no power interruptions occurring. The pump casing was opened and no defects were found to the power circuit. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).